Manufacturer narrative:
Product ID: 309328, serial# unknown, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Additional information received reported the patient had their system removed. The cause of the shocking/pain was not identified. The patient was to be re-implanted, but a procedure date had not yet been set.

Event description:
It was reported the patient experienced ¿good¿ therapy until they fell on rocks on a beach. The patient saw the nurse at the clinic and high impedances were measured. Stimulation was reprogrammed around the open circuits. The patient¿s last setting was noted to be c+, 0-, and 1-. During the week of the report, the patient returned to the clinic due to pain and shocking sensations. The patient would experience shocking after a half hour of normal stimulation. It was also stated that if it was on, it was not working after 10-15 minutes, and then the patient would get an ¿electric shock pain.¿ the pain was at the device pocket in the buttocks and it felt like the implantable neurostimulator (ins) was being ¿pushed out/forced out their bottom¿ it was also described as ¿a pressure-type pain¿ and ¿intolerable¿ pain. The ins was switched off due to this. The patient was scheduled to have surgery to replace the lead a nd examine the ins ¿with view to mobilizing to a different place.¿ no outcome was provided with this event. A follow up report will be sent if additional information is received.